Manufacturer narrative:
This follow up MDR is created to document the corrected h6 codes and the conclusion of the investigation. The device was not received for evaluation as it remains implanted. As examination of the device may not conclusively confirm or disprove the report of migration quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of non-conforming reports revealed no non-conformances for this lot. No capas are associated with this lot. No patient injury was reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, approximately two weeks after implant surgery the patient was seen for a post-operative appointment, skin cellulitis was noted. The patient was treated with oral anti-biotics and oral anti-fungal medication. At the last post-operative visit on (B)(6) 2020, the device was functioning well. The patient noted that the scrotal pump was retracting in a more cephalad location in his scrotum causing retraction of his testes and discomfort. There was no sign of infection. The patient was advised to perform daily downward traction of the pump. Follow-up would be as needed.